Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with anterior and posterior repair, transvaginal tape urethropexy on (B)(6) 2003 due to sui, rectocele and cystocele and a mesh was implanted.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.